Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and having sensor with inaccurate reading. Blood glucose level at the time of the incident was 600+ mg/dl and sensor glucose was under 40 mg/dl. Insulin delivery was suspended due to sensor reading. Customer treated with manual injection and drank lots of water. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.